Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the leads were dislodged due to twiddlers syndrome. The leads were repositioned. The patient condition was good.